Manufacturer narrative:
Complaint allegation is not confirmed. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/11/2024, it was reported by a sales representative via e-mail that an ar-1317ft suture anchors plastic insert holding the screw on would not slide up. This occurred during a tissue repair on (B)(6) 2024 the surgeon went to go insert the anchor and the plastic insert holding the screw on would not slide up. The surgeon tried to back the screw up a little to see if that would release the plastic, but it still was stuck to the inserter. She ended up just advancing the screw all the way and pulling on the plastic, which then, caused parts of the metal screw to fray off. The anchor and metal pieces were removed from the patient, and a new corkscrew was inserted just fine. Additional information received on 6/18/2024: everything was removed from the patient and the case was completed using a new ar-1317ft nano corkscrew ft.